Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the pacemaker exhibited far-field r-wave oversensing in automatic mode switch (ams) episodes. Programming changes were suggested; however, no changes or interventions were reported. The patient's condition was not known.